Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes had loose stoppers. No impact was reported.

Manufacturer narrative:
D.2. Medical device type: one additional code applies, jka g.5. PMA/510(k)#: one additional code applies, k213670 h3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples were draw tested with all weights being within specification limits of 3.24ml ¿ 4.40ml and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes had loose stoppers. No impact was reported.